Event description:
The patient is reportedly experiencing intermittent lock. Programming changes were made with no resolve. Additional troubleshooting will be performed. However, device revision surgery will be considered.